Event description:
Report received from an international affiliate of an unrequested bolus dose delivery. The report states, "the programmed dose was 1mg morphine with 5 min lockout- (non hospira morphine). Between 21:00 and 23:00 hrs pt received 3mg and between 11 to 1 am, the pt received 2mg. After 1 am (absolute time not known) the pt subsequently appeared confused on waking up and the reporting nurse noted that the pump would dispense the bolus dose when the pt bolus cord was moved. It was thought therefore, that the pump had been dispensing the bolus doses while the pt was asleep. The on-call anesthetist was called and the pt closely monitored. No other info on the pt's welfare was known. The pca was disconnected at 8 am, it was then that they tried to call up the history screen, which did not respond. The night duty nurse tried the main power adapter as it was thought that the batteries may have been low, although this also had no effect as the history info could not be retrieved. The reporter believes that the pt has not had more pca (in volume) than was available in the pca program set for this pt. The pt appears, however, to have been receiving unrequested pca bolus doses, from which he has become confused. The nurse has confirmed that the pt was fine with no effects." Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.